Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant products 5076-58 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the remote transmission showed high impedance measurements on both the right ventricular (rv) coil, and superior vena cava (svc) coil. The alerts for the high voltage coils were then programmed off, however the patient later reported hearing alert tones for rv tip to rv coil impedances. A follow-up investigation revealed that the rv lead had fallen completely out of the device's header. A procedure was performed to reconnect the lead to the implantable cardioverter defibrillator (ICD), and the issue was resolved. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.